Manufacturer narrative:
H10 correction: correcting from stating that the customer's allegation was confirmed to stating that the issue was unable to be confirmed. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the white spots could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k autoclavable camera head had white spots on the screen for an image problem. The potential adverse event issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation showed that there were three issues: peeled rubber part on packing cab, cable failed leak test due to puncture, and faded label on rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.